Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/30/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found no damages to the platform. The platform was unable to undergo initial functional testing as it exhibited a user advisory (ua)18 (max take-up revolutions exceeded) upon power on. A review of the platform's archive data was performed and found that multiple ua 18 and ua 12 (lifeband not present) messages occurred on the reported event date of (B)(6) 2015. Per the autopulse® maintenance guide (p/n 11653-001), ua12 occurs when the autopulse detects that the lifeband is not properly installed. The autopulse platform is designed to display a user advisory when one of several conditions is detected, in order to prevent patient harm. Based on the investigation, the load cells were replaced to remedy the ua 18. The platform then underwent and passed all final functional testing. In summary, the reported complaint of the platform exhibiting a ua 18 was confirmed upon initial functional testing and through review of the platform's archive data. The root cause of the exhibited ua 18 was determined to have been due to defective load cells. Both load cells were replaced, allowing the platform to function as intended.

Event description:
It was reported that during a training at the customer's site with a zoll sales representative, the autopulse platform displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message. The sales representative repositioned the mannequin and swapped out the autopulse lifeband but the message did not clear. No patient involvement was reported. No further information was provided.